Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert and did not accept new batteries. The customer stated insulin pump received low battery alert prior to the replace battery alert. Customer stated that battery cap was normal . No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.